Event description:
The complaint was received through a direct call from the customer (physician) to the emergency support program. The reporter called for assistance with a gas loss alarm on a cardiosave during use and stated he was contacted by the unit after they received the gas loss alarm, swapped the console, and were still receiving the alarm on the 2nd pump. He was explained the nature of the alarm and based on the information the bedside team gave regarding the patient¿s hemodynamics and clinical picture, the alarm was likely caused by febrile temperatures and possible movement. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.